Manufacturer narrative:
The subject device was returned to omsc for investigation. The evaluation on june 16, 2017, confirmed that the probe broke off at 16mm from the distal end. There was a scratch on the edge of the fracture surface. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurred on the probe since a user output the device contacting with something hard, and then the probe of the device was cracked and broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe.

Event description:
The subject device was used during an anterior resection of rectum. During use, the probe of the subject device was broken off and the fragment was fallen inside the patient's body. The fallen fragment was retrieved from the patient's body. The procedure was completed with a similar device. There was no patient injury reported.